Event description:
It was reported that during onyx injection, onyx was observed exit proximally to the catheter tip and embolized the vessel. The catheter was removed and found ruptured at approx 1.5cm from the distal tip. No pt injury reported. Same event as MDR# 2029214-2009-00316

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.